Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error, then powered off unexpectedly. The blood glucose reading was 87 mg/dl. The customer stated that while trying to clear the alarm, he observed the battery dropping to zero just before shutting off. No significant events leading to the alarm were observed. The customer stated that he replaced the battery, and the device rebooted; he stated that it seemed to be working fine since. Advised replacement of the insulin pump. Nothing further reported.